Event description:
Additional information from the company representative who spoke with the physician confirmed the date high impedance was first seen and provided x-rays for review. According to the patient, there was no fall or trauma they recall occurring around that time, but the physician did note that the patient does have drop attacks so they have not completely ruled out trauma. The cause of the high impedance is still unknown. Ap and lateral chest x-rays were received on and reviewed. The x-rays were provided after report of high impedance. The generator placement was located at a normal placement. Based on the images provided, the feed through wires, and the pin are unable to be assessed due to the clarity of the image decreasing when zooming in. The lead was reviewed, however due to the clarity of the image decreasing when zooming in the strain relief and tie downs are unable to be assessed. A portion of the lead was visualized to be behind the generator. A portion of the lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Based on the x-rays received, the cause of the high impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen upon interrogation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was further reported that the patient had undergone a full revision due to high impedance. The suspect device has not been received to date.

Manufacturer narrative:
H3 - code 02: device is currently undergoing product analysis.

Event description:
The suspect lead was received by the manufacturer and is undergoing product analysis.

Event description:
Product analysis was approved for the suspect device. One portion of the lead assembly was returned for analysis. The returned portion of the lead (360 mm) showed four sets of setscrew marks on the connector pin. Canted spring scratches were seen on the connector ring. Abrasions were observed on the connector boot and outer tubing in some areas but did not penetrate - attributed to wear. Dried body fluids were observed in the inner and outer tubes in some areas. No obvious path of fluid ingress was noted other than the identified abraded and torn openings and cut ends. The coils are stretched, spiraled and wavy in most areas of the lead body, likely occurring due to the manipulation of the lead during the explant process. The tubing is noted to be stretched out due to the spiraled coils. The ends of the outer and inner tubes are cut, as well as the coils. Continuity check was made from the ring to the end, no open circuit condition identified. Continuity check was made from the pin to the end, no open circuit condition identified. The allegations of ¿explanted, due to lead break / high impedance¿ & ¿high impedance¿ were not confirmed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis worksheet and figures reviewed, reflect report above.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: prior reports inadvertently did not include matching medical device problem code and investigation finding code.